Event description:
Ous MDR - after implant the lead impedance was 1,010 ohms and threshold was 1.3v. During the post operative check up lead impedance was 1,368 ohms and threshold was 1.5v. There were no changes in the sensing value. It was decided to monitor the patient. On (B)(6) 2017 lead impedance was 1,512 ohms and the threshold was 5v. A lead fracture was suspected and the lead was explanted and replaced. On (B)(6) 2017 cardiac perforation was found. The physician requested an analysis to determine if there was an issue with the lead or not due to the cardiac perforation.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 8 cm distal to the is-1 connector pin. All parts of the lead were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. With regard to the issues mentioned in the complaint description, the analysis of the returned fragments did not show any deviations from the technical specifications. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the distal fragment of the lead was conducted. For this purpose a stylet had been inserted into the fragment during the test. The measurement did not demonstrate any deviations from the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.